Event description:
It was reported that patient underwent knee arthroplasty revision on (B)(6) 2013. During the procedure, the surgeon placed the oss diaphyseal segment on the femur and found the rotation and grooves of the product to be malpositioned. No further information has been provided to date.

Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. (B)(4) units were released on (B)(4) 2012 for this lot. (B)(4) have been invoiced with no other reported incidents. (B)(4) additional units of this lot were returned from inventory and found to be conforming to specification upon evaluation.